Manufacturer narrative:
Zimmer biomet complaint (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Review of the complaint history determined that no further action is required as no were trends identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-00241 & -00242).

Event description:
Patient's legal counsel reports patient was revised due to metallosis. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Revision operative report notes the presence of grayish fluid and metallosis. The modular head, taper insert, and cup were removed and replaced.